Event description:
This unsolicited device case was received (B)(6) 2014 from an orthopedist. This case concerns a (B)(6) year old female pt who experienced synovitis with massive effusion after receiving synvisc one injection. Concomitant medication included non-steroidal anti-inflammatory drug (nsaid) (dolovisano). No relevant medical history, past drugs and concurrent conditions were reported. On (B)(6) 2014, the pt received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date unk) into unspecified location for gonarthrosis. On the same day, the pt presented with synovitis with massive effusion. On (B)(6) 2014, the pt was hospitalized due to the event of synovitis with massive effusion. On (B)(6) 2014, the pt was discharged from the hospital. It was reported that the event persisted until (B)(6) 2014. Corrective treatment: not reported. Outcome: recovering/resolving. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Reporter's causality assessment: probable.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: this case concerns a pt who experienced synovitis with massive effusion after receiving synvisc one gonarthrosis. Although the role of device cannot be ruled out based on the device event temporal relationship; however, lack of detailed info about medical history, lab data, any concurrent medical illnesses, clinical course etc. Of the pt precludes a comprehensive assessment in this case.